Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned device found that the ptfe coating was peeled off along its proximal end length between 30.0cm to 77.0cm from its proximal end and the guidewire was bent on several places along its length. The coating was missing on several places along the guidewire; and sections of the ptfe coating were partially peeled up from the stainless steel core wire. The ptfe coating appeared to be scrapped off of the guidewire. The guidewire was shaped on its distal section. A visual examination of the distal end did not reveal any abnormalities. The guidewire hydrophilic coating was present. The guidewire dimensions which could be measured were within their specification. Further functional evaluation showed that the device moved through a demo excelsior sl-10 microcatheter without any difficulties. From the condition of the guidewire it appeared that the torque device had been dragged down the device causing the peeling. The coating damage on the proximal end of the device was most probably due to the insufficient tightening of the torque device. The labeling states: 'securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.).' Therefore, it was determined that user error contributed to the peeling found on the proximal end of the guidewire.

Event description:
Analysis of the returned device found that the polytetrafluoroethylene (ptfe) coating was peeling at the proximal end of the guidewire. There was no reported clinical consequence to the patient.